Event description:
Cryoablation machine failure x 3 during procedure. Error message of too high flow of refrigerant through catheter resulting in auto deflate of cryoablation balloon while in patient. Required reboot of machine. Manufacturer reviewed equipment and found intermittent issue. Field service engineer replaced several components.